Manufacturer narrative:
Analysis of the pump, model# 8637-40 , serial# (B)(4), found a gear train anomaly (corrosion and-or-wear and-or lubrication). The stall/gear train anomaly was due to the shaft bearing.

Event description:
Information was received from a consumer, healthcare provider (hcp), and manufacturer representative regarding a patient receiving intrathecal lioresal (2,100mcg/ml, 1,516.8mcg/day) in an implantable for intractable spasticity and head/brain injury. The patient experienced sudden symptoms , which began in (B)(6) 2016, were reported to have lasted about a week (gradual). The symptoms experienced included diaphoresis/sweating, pale, itchy, contractures, seizures, and increased spasticity (almost seizure-like, occurred the night of (B)(6) 2016) and the patient was subsequently admitted to the hospital. It was noted that the pump critical alarm had been going off for about a week and it was thought to be the patient's watch (alarm thought to have occurred on (B)(6) 2016, but exact date was unknown). Upon initial interrogation of the pump, a motor stall was revealed with a "stopped period may exceed tube set" message. The patient had any recent mris. There were several stalls and recoveries: (B)(6) 2016 motor stall (recovery (B)(6) 2016); (B)(6) 2016 motor stall (recovery (B)(6) 2016); and a (B)(6) 2016 motor stall with stopped pump may exceed tube set message on (B)(6) 2016 (alarm was sounded every 10 minutes). It was planned to program the pump to minimum rate mode. On (B)(6) 2016 at 08:15 hours, the patient was given 10mg of oral baclofen; the symptoms were getting better. The pump was replaced on (B)(6) 2016 and would be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.